Manufacturer narrative:
Results: the returned products were visually inspected and no discrepancies were noted that would have contributed to the observation noted in the field. The returned anchor was mechanically tested and normal locking and unlocking was noted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-01412.